Manufacturer narrative:
Received one (1) used. List #mc330523, 127" (323 cm) appx 9.7 ml transfer set w/clave¿ clear, dual check valve, smallbore trifuse ext set w/1 pur yellow, 2 clave¿ clear (yellow, green rings), 2-0.2 micron filters, spin luer; lot #unknown. The filter was observed to be wetted out. The reported complaint of a leak could be confirmed. The returned sample was tested and a leak was observed on the in-line filter. The probable cause of the leak is from the temporary loss of hydrophobic properties. A device history lot # review could not be conducted because no lot number(s) was/were identified. Updated information in section e.

Event description:
It was reported that a 127" (323 cm) appx 9.7 ml, transfer set w/microclave® clear, dual check valve, smallbore clear/pur yellow trifuse ext set w/2 microclave® clear (yellow, green rings), 2-0.2 micron filters, rotating luer generated a leak during patient use. The report stated, "trifuse extension set was leaking at the 0.2 micron filter on the green ring lumen." A sample is available for investigation. There was no patient harm reported.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.